Manufacturer narrative:
H3: product analysis: report confirmed. Evaluation determined that distal bearing and output drive shaft bearings were detached. The likely cause of failure identified as internal parts are extremely corroded. It was also noted lock-unlock sleeve does not work fluently. Also both input and output drive shafts were worn. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a small ring fell out from the attachment that is it is missing. It was reported that there was no patient involvement.